Manufacturer narrative:
H3: pending investigation. D10: 3847453 02-010-04-0330 - logic cr femoral por, right, sz 3 4080389 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t . 4698714 200-02-38 - three peg patella 38mm . 4707976 201-78-15 - holding pin mini sharp point 4 pk . 4825777 201-78-81 - 3 trocar, mod. Hex 2pk . 4572852 521-78-23 - threaded pin size 2.3 collared . 4572855 521-78-23 - threaded pin size 2.3 collared . 4615341 521-78-32 - threaded pin size 3.0 collarless . 2030017066 a10012 - gps implant kit v2.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2017. The patient was revised on (B)(6) 2023 due to poly wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Contributing factors may have been third body wear and/or patient related conditions. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided.